Manufacturer narrative:
No complaint was received with the return of the device. A failure event was observed during analysis. Final analysis revealed a full breached outer insulation degradation at multiple locations in the distal region of the atrial lead.

Event description:
This report is to advise of an event observed during analysis.